Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01480. This report is being submitted as additional information. . The referenced gastrointestinal bleed which occurred on (B)(6) 2017 was reported on medwatch MFR report # 2916596-2018-01481. Approximate age of device - 8 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient has a history of recurrent gastrointestinal (gi) bleeds. The patient had an esophagogastroduodenoscopy (egds) on (B)(6) 2017 and (B)(6) 2017 with bleeding dieulafoy lesion, gastritis, non-bleeding ulcer. The patient required 3 units packed red blood cells during this hospitalization, was treated with twice daily ppi, and underwent egd without any active bleeding but with erythematous, friable mucosa of the stomach. In addition, the patient underwent a capsule endoscopy which showed redomonstration of gastric erosions. The patient was discharged with plan to follow up with gi.